Event description:
Double lumen injectable tubing was used in initial attempt for high pressure scan, but the hub on the IV blew off. The rn was present & we changed the IV tubing to the "new" & "improved" power rated tubing failed also. One of the end of the hubs had blown off also. The rn was present.